Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not have a no delivery alarm after changing the reservoirs three times and had high blood sugars. The customer's blood sugar was 600 mg/dl. The customer was advised that the pump is not designed to alarm no delivery for an empty reservoir. No mention of medical assistance. Nothing is returning.